Event description:
Customer reported a past low blood glucose event with a lowest level of 30 mg/dl. Cause of low bg was unknown. Customer managed the situation independently by consuming glucose tablets. Technical support advised the customer to consult a healthcare provider to further discuss factors affecting their blood glucose levels.